Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2000ml and the ultrafiltration (uf) reading was 1738ml giving a total drain volume of 3738ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation, or if any additional information is received.